Event description:
It was reported that on (B)(6)2022 , staples were found jamming during usage on the patient. Changed a new stapler.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73e2100242 investigation did not show issues related to the complaint.